Event description:
Pt had a left total hip arthroplasty done 2005 using a wright medical profemur-t ceramic implant. While walking on (B)(6) 2009, pt's left leg suddenly gave out and he fell. On (B)(6) 2009, at (B)(6) pt had removal of hardware which was noted to have a fracture of the stem right at the morse taper. Neck remained in ceramic head, which remained reduced the hip joint, unbroken. Rep in the operation room took device before case was completed.